Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of over 840 mg/dl; cause was unknown. Customer attempted to bring bg level down by delivering a bolus. Additionally, the customer went to the emergency room (ER) via ambulance where blood work was performed. The customer was subsequently admitted to the hospital where intravenous insulin was administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.